Event description:
The handheld and software were returned on (B)(6) 2013. Pa on the hhd was completed and approved on (B)(4) 2013. No anomalies were noted during the product analysis. An analysis was performed on the handheld and it was verified that there was no malfunction. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Pa on the software was completed and approved on (B)(4) 2013. The reported computer software error was not verified during the product analysis. The flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications. No other anomalies were noted during the product analysis. Per the physician, the handheld continued to freeze at different times making him unable to get the patient's settings and interrogate the device completely. Although it was initially reported that no patients were affected by this issue, this new information indicates a patient may have been involved. Attempts will be made to find out if a patient was in fact affected by the frozen screen. No additional information has been provided.

Manufacturer narrative:
Patient identifier, corrected data: information inadvertently not corrected on supplemental MDR #2. Age at time of event or date of birth, corrected data: information inadvertently not corrected on supplemental MDR #2. Sex, corrected data: information inadvertently not corrected on supplemental MDR #2. Weight. Patient identifier, corrected data: information inadvertently not corrected on supplemental MDR #2.

Event description:
Additional information was received which indicated that the handheld froze while the physician was interrogating a patient's device. A new handheld was shipped out right away so that the patient could be brought back in. When the patient was seen again, the new handheld worked perfectly and the device was interrogated successfully. The physician stated that he was unwilling to provide the patient's information as he believed this was strictly an issue with the handheld. No other information was provided.

Event description:
On (B)(6) 2012, the physician reported that he was having issues with his handheld device freezing. It was not indicated which screen the handheld was freezing on, but it was recurring since (B)(6) 2012. After the screen froze on (B)(6) 2012, the physician performed a hard reset and the handheld was functioning properly. The next day the physician performed a hard reset again after the screen froze; however, it continued to freeze again. The handheld will be sent back to cyberonics for product analysis.